Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) following the balloon rupture of the catheter the blood reflued inside the machine causing the machine malfunctions. Testing with simulation catheter does not inflate.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) following the balloon rupture of the catheter the blood reflued inside the machine causing the machine malfunctions. Testing with simulation catheter does not inflate. There was no patient injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) following the balloon rupture of the catheter the blood reflued inside the machine causing the machine malfunctions. Testing with simulation catheter does not inflate.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The problem was confirmed directly on site. The fse disassembled the unit and inspected for internal damage. The blood invasion affected the following parts: pim pneumatic interface module and drive manifold. Repair of the device has not yet been completed as the customer has not accepted the repair quote for now. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. The field service engineer replaced the pim pneumatic interface module and drive manifold of the device due to invasion of blood. Functional checks and diagnostic tests were performed.

Event description:
N/a